Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The suture was easily detached from the needle during intraperitoneal continuous suturing. It was not reported what was used to complete the procedure. There were no adverse patient consequences reported.